Event description:
It was reported the lv lead was replaced due to intermittent capture, high thresholds and low impedances. Additionally, the rv lead was replaced due to sensing difficulty and high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.